Event description:
It was reported that during the procedure there was slow flow with the accunet filter which opened secondary to overfill with debris. It is unknown if the condition is related to the post-procedure event in 2005 of subacute left frontal lobe infarction resulting in expressive aphasia, which stopped 4 days later. The pt was hospitalized and has underwent speech therapy. The pt has been discharged and condition is improved. No additional info was available.